Manufacturer narrative:
Additional information received from the initial reporter on 22 june 2016 and includes: the revision surgery was completed successfully, through anterior approach. On 08 july 2016 the medical affairs director performed a clinical evaluation and commented as follows: tha revision after 3 years on a rather heavy young man. According to report the stem was found loose at revision. Such mobilization is not immediately visible on the xrays. In three years, the extremely thick cortices have thinned considerably. Even at post-primary, however, incomplete contact is visible in gruen zone 7, which probably contributed to the distal fixation of the stem and the subsequent loosening. The root cause for loosening cannot be determined. Batch review performed on (B)(6) 2016. Lot 114073: (B)(4) items manufactured and released on 17 january 2012. Expiration date: 2016-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not yet received.

Event description:
Revision due to hip pain, appearance edging, loosening suspicion.

Manufacturer narrative:
On (B)(6) 2016 the r&d project manager performed a visual inspection of the retrieved items and commented as follows: the returned pieces were analyzed. The stem showed evident signs and scratches on the entire neck area, most probably due to the extraction of the stem; in the medial, lateral, anterior and posterior walls of the most proximal area signs of hydroxyapatite were noted, probably due to a not complete anchorage of the stem in the bone. This probable cause aligns to the clinical evaluation provided by the medical director. Concerning the pe liner, an evident hole in the liner is most probably due to the extraction of the implant from the shell with the help of a screw; moreover, little signs are present in the internal part, probably due to the grasping of the screw during the removal of the liner before finding the correct point in which insert the screw. Concerning the ceramic ball head, evident signs were noticed in one side of the base area, probably due to the removal of the head; other signs were noticed in the internal cone, probably due to the grip to the taper of the stem and the subsequent extraction of the ball head. Finally, slight little signs were noticed in the external spherical surface: the causes are probably due to the contact with tools used for the extraction, or probably due to microparticles between the ball head and the liner.